Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the sensor wire did not stay in its position. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.